Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), migraine ("migraines"), back pain ("back pain"), fatigue ("fatigue"), adnexa uteri pain ("fallopian tubes hurting"), cyst ("cyst"), fallopian tube enlargement ("tubes were swollen") and uterine mass ("growth in uterus"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the allergy to metals, pelvic pain, migraine, back pain, fatigue, adnexa uteri pain, cyst, fallopian tube enlargement and uterine mass outcome was unknown. The reporter considered adnexa uteri pain, allergy to metals, back pain, cyst, fallopian tube enlargement, fatigue, migraine, pelvic pain and uterine mass to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), migraine ("migraines"), back pain ("back pain"), fatigue ("fatigue"), adnexa uteri pain ("fallopian tubes hurting"), cyst ("cyst"), fallopian tube enlargement ("tubes were swollen") and uterine mass ("growth in uterus"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the allergy to metals, pelvic pain, migraine, back pain, fatigue, adnexa uteri pain, cyst, fallopian tube enlargement and uterine mass outcome was unknown. The reporter considered adnexa uteri pain, allergy to metals, back pain, cyst, fallopian tube enlargement, fatigue, migraine, pelvic pain and uterine mass to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media documents revived, new reporter and events pelvic pain, migraine, back pain, fatigue, fallopian tube hurt, cyst, tube swollen and growth in my uterus added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.